Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. The ventilator failed a step during testing. The device's active exhalation control module was replaced to address the issue. Other: device has been evaluated but not repaired, pending customer approval of the estimate.